Manufacturer narrative:
We checked the returned unit and confirmed that the biopsy inlet t-piece clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the biopsy inlet t-piece. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the light guide cable coating damage, the lg prong top broken, the bending rubber perforated, the remote control buttons perforated, the light guide cable buckled, the lcb distal cover glass cracked, the insertion flexible tube (ift) crushed, the segment crushed, the lg prong top loosened, the remote control buttons worn out, and the u/d knob white marking faded missing; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0588(channel)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.